Event description:
It was reported that prior to the start - pre-anesthesia of a da vinci-assisted surgical procedure, the field service engineer (fse) checked for the any user problem and does not found any problem. Then, restarted the integrated electrosurgical unit (iesu) [erbe] and found the problem reproduced. Also, reseated the cable and found the problem reproduced. Fse changed the cautrey pad and found the problem reproduced. Additionally, checked the same cautrey pad with third party and found that the cautrey pad was working fine. Site was proceeding with the third party erbe to complete the surgery. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: on the same event date, prior to starting the 2nd da vinci-assisted surgical procedure before the patient was under anesthesia, the customer tested the erbe again and identified the same issue. The procedure was completed with an external cautery. No known impact or patient consequence was reported.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse replaced the integrated electrosurgical unit (iesu) [erbe]. The system was tested and verified as ready for use.